Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces and a compromised force sensor system error alarm during the basic occlusion test due to loose drive support disk. The insulin pump was unable to perform the occlusion, priming and excessive no delivery test due to compromised force sensor system error alarm. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the insulin pump will freeze which results in high blood glucose levels. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer experienced high blood glucose, ketones and was unable to go to school as a result of high blood glucose. Customer's father advised they will follow up with their healthcare provider in regards to high blood glucose. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.